Event description:
The affiliate reported: the patient is male and (B)(6) years old, the microsensor was implanted on (B)(6) 2013. The surgeon did icp monitoring and intracranial bilateral drainage. After 2 days of the procedure, the microsensor could not display any data by CT examination. The surgeon had to remove the device in advance. No more device was implanted any more. The patient was discharged now. (After use on patient) removed the device in advance.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this evaluation was performed by the supplier. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: 1 - no visible damage to the millar sensor. 2 - internal catheter wires are broken 15 cm from the sensor case. 3 - received catheter in a drainage tube. 4 - codman label on the connector is lifting. 5 - no testing was possible. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer during use. Trends will be monitored for this or similar complaints. At the present time, this complaint is considered closed.